Event description:
It was reported that the pump had a failed flow test. The pump had higher flow volume than it should. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was received for evaluation. A functional check and visual inspection were performed. The customer's issue was confirmed, and the flowrate was found to deliver out of specification. The expulsor will be replaced to correct the issue. The service history review had no indication that the complaint was related to a service of the device within the review period.